Manufacturer narrative:
An erosion was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the erosion was not device related.

Event description:
Young muscular patient attended clinic on (B)(6) 2020 with concern for his biomonitor wound. Doctor noted patient wound was red with a thin layer of skin through which the device could be visualized. The doctor booked patient in for an explant within 2 weeks. On (B)(6) 2020, the patients device externalized after a shower and was explanted in hospital that night.